Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the patient was recovering from the peritonitis event (previously reported as recovered). The patient remained hospitalized (previously reported as discharged) the patient was treated with injection of vancomycin (1gm once a week), injection of amikacin (125mg once a day) and injection of fluconazole (150m per day), all ongoing. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to peritonitis 28 days after the event onset. Antibiotic treatment and pd therapy were discontinued and the patient was switched to hemodialysis (thrice a week) 39 days after the event onset. The patient was discharged 14 days after hospital admission. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was reported that the patient was not hospitalized for this event. The same day as event onset, the patient was treated with vancomycin injection (ongoing, 1 gm, once a week, route not reported) and amikacin injection (125 mg, ongoing, once a day, route not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.